Event description:
Related manufacturer reference number: 2017865-2019-10384.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high defibrillation lead impedance. Noise was discovered on leadless EKG. Evidence of noise was noted on leads (possibly emi) in (B)(6) 2018. Lead replacement was discussed but not yet performed. The patient was stable.